Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One imp,tsv,mcol mg,4.1mm,10m (tsvm4b10) was returned for investigation. Visual inspection of the as returned product identified minor dried bone around the implant body and damage from removal around the implant threads and collar. Implant threads and collar damage observed during inspection likely resulted from the implant removal process after the reported bone fracture event. The damage found isn't a failure of the reported device related to the reported event and device malfunction could not be verified due to the condition of the returned device. Product matched print specification where measured. A pre-existing condition noted on the per was that the patient was a smoker. Additionally, the patient had moderate (type ii) bone density and the reported product was located on tooth # 36 (fdi) and was removed the same day as placement. Device history review (DHR) review was completed for the subject lot number 1231607. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (1231607) for similar event and no other complaint was identified. Therefore, based on the available information, device malfunction could not be verified due to the condition of the returned device, as the implant is noted to have damage from removal around the implant threads and collar. Additionally, the reported event was non-verifiable with the information provided and no x-rays to evaluate the bone fracture.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that during the implant placement the bone fractured. Implant was removed and doctor did not place another implant in the same surgery.